Event description:
It was reported that this pacemaker went into safety mode. It was noted that the patient was not feeling well. The clinic wanted to know why they did not receive a notification regarding the safety mode status. Technical services (ts) noted that if the patient was near the communicator, the communicator should have detected the device was in safety mode and sent a notification about it. It was noted that the last transmission was several months ago. It was noted that there was no connection between the communicator and device. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Additionally, the high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation.

Event description:
It was reported that this pacemaker went into safety mode. It was noted that the patient was not feeling well. The clinic wanted to know why they did not receive a notification regarding the safety mode status. Technical services (ts) noted that if the patient was near the communicator, the communicator should have detected the device was in safety mode and sent a notification about it. It was noted that the last transmission was several months ago. It was noted that there was no connection between the communicator and device. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Correction to field h11: additional MFR narrative. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker went into safety mode. It was noted that the patient was not feeling well. The clinic wanted to know why they did not receive a notification regarding the safety mode status. Technical services (ts) noted that if the patient was near the communicator, the communicator should have detected the device was in safety mode and sent a notification about it. It was noted that the last transmission was several months ago. It was noted that there was no connection between the communicator and device. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.